Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the sterile processing called the rep to come to them and said they could not get these two instruments apart. They tried soaking them over the weekend but it did not work. Also tried to pry them open, it did not work. Did not know they were stuck together until tuesday (B)(6) after the long weekend. It was stated that it was not broken but jammed together.

Manufacturer narrative:
Additional narrative: examination of the returned instruments confirmed the complaint. Review of the provided photographs confirmed the tip damage. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.